Manufacturer narrative:
A whitehall representative at a show was approached by a female attendee to tell the rep about a problem she had with a splint pan. She stated that a splint pan had "burnt up". The whitehall representative asked her if the uinit had been run dry (without water), to which she replied "no". She continued saying that the fire department had been called to the scene. She stated she order a replacement unit. No information as to if the splint pan was a whitehall unit nor was any information on the serial number or other identifying markings given. The reporter did not state that any injury or adverse event occurred.

Event description:
A whitehall representative was at a show in dallas. While manning the whitehall booth, a female approached the whitehall rep about a splint pan she had an issue with. The female stated that her splint pan had burnt up.